Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit shuts off with no alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor had high amping causing the unit to shut down after about 15 seconds with no alarm, which confirmed the original complaint issue. However, the cause of the unit not alarming could not be determined.

Event description:
Dealer states the unit shuts off with no alarm.